Event description:
When trach tube was placed into tracheostomy cuff was inflated, surgeon noted that cuff resting plate had become detached from outer cannula. Attempt to put cuff resting plate back on the outer cannula failed; outer cannula became unstable in patient trachea. A new cuff resting plate was sutured to patient neck; tracheostomy tube was stable and patient was given o2 support via ambu bag.